Event description:
Pt fell out of bed when rail fell, injury was a small cut. Facility has the old style plastic clips that hold the rails on the bed. Sending out metal clips for all the beds in facility. Administrator, was aware that the metal clips were available when plastic ones were purchased.